Event description:
Ventilated patient was taken to radiology on a trilogy vent/bipap system. During the transport the isogard filter came apart. Staff member was able to quickly press the two sections back together and it functioned properly after that. Not this filter is not supposed to come apart. Manufacturer response for isogard filter, isogard filter s (per site reporter) equipment failure has been reported to the manufacturer. Awaiting response.